Event description:
It was reported the doctor pressed on the footswitch to activate the handpiece and didn't receive any output. The sales rep assisted by swapping out the footswitch. The doctor managed to complete the case with no pt consequence.